Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead was showing a high battery consumption. It was observed at the electrogram that the ra was sensing deflections on the atrial channel from right ventricular (rv) paced and sensed events. Atrial flutter with no undersensing was observed at the ra. The device triggered a signal artifact monitoring event and the minute ventilation vector was switched. The ra lead was in unipolar configuration. Various programming options were discussed. The atrial pacing impedance was observed high, out of range. The rv lead impedances were within the expected range. The system remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.